Event description:
The reporter stated that the surgeon inserged a 23.0 diopter aq2003v three piece silicone lens. The lens haptic tore upon insertion into the eye. The lens was removed without enlarging the incision. No pt injury. Surgery was complete with another lens.